Event description:
It was reported that the external pulse generator had damage to its case and that its digital read-out was not working fully. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken, and the display and interconnect flex had to be replaced. It was also noted that the high rate cover was damaged, three control knobs were broken, the heart block was contaminated, the battery drawer was damaged, two battery latches were broken, two bail covers were broken, the ring cover was broken, one case screw was missing, one battery release spring was damaged, three knob springs were damaged, the heart wire contacts were contaminated, the battery contacts were contaminated, one side bail was missing, the ring was missing and the battery flex was contaminated. (B)(4).